Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose value was over 500 mg/dl at the time. The customer was assisted with troubleshooting for high blood glucose. The customer was not alleging that the insulin pump was under delivering. The customer's other blood glucose level was 176 mg/dl. The customer also reported that there were air bubbles of 1/8th inch long in the tubing. The customer was assisted in troubleshooting for air bubbles. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.